Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with delay in treatment. The tubing hyper expanded between the stabilization device and clamp. The test had to be stopped, catheter removed, and a new catheter put in.

Manufacturer narrative:
Investigation summary: the lot number was unknown therefore review could not be performed. Received a 20ga nexiva catheter-adapter extension set. The needle-grip assembly and packaging were not returned for evaluation. Visual/microscopic evaluation: the pinch clamp was not engaged. Traces of patient residue and medicine was observed on the catheter adapter and on the extension set. The tubing was ballooned from the wing adapter and up the y adapter (approx. 57mm). The catheter tubing had been cut off and was not returned. Conclusion(s): a definite source that caused the tubing to balloon could not be determined, the extension tubing may be damaged and/or ballooned if the catheter becomes occluded, occlusion of the unit will increase the internal pressure and can cause the tubing to break, balloon and /or burst. Potential contributors to failure (for used extension tube): had a kinked /or occluded catheter tubing during usage, this could increase the pressure within the extension tubing and cause it to balloon, split and/or burst. Infusion not performed correctly or at a psi or flow rate above the recommendations per nexiva instructions for use.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with delay in treatment. The tubing hyper expanded between the stabilization device and clamp. The test had to be stopped, catheter removed, and a new catheter put in.